Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012882132 and data files were returned and analyzed. Review of the data files indicated that this catheter was used on the event date. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. No anomalies were identified. In conclusion, the reported shaft kink was not observed with the returned catheter or during data analysis. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation the catheter loop appeared to be kinked or bent when removed from the patient. The catheter was observed to not be in a shape that would function appropriately if reintroduced. The catheter was replaced which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.